Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the diagnosis. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. Declined to provide additional information.